Manufacturer narrative:
The universal surgical manipulator (usm) was returned for failure analysis, but the reported failures (error 25730, 23098, 23065 and 32114) could not be replicated. However, the issue was confirmed via system logs along with recurring 1126 and 31226 errors. The usm was tested on an in-house system and passed in normal mode. The unit also failed the fiber test with all fibers. The clock spring, parallelogram and rolling loop fibers were swapped with new ones and the errors went away. The original fibers were reconnected, and the errors returned.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was not able to reproduce the reported complaint, but still replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi has received the usm, but failure analysis has not yet been completed. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted incisional hernia etep surgical procedure that arm 4 faulted and was accidentally disabled. The surgeon moved arm 1 in its place and continued the procedure. The intuitive surgical, inc. (Isi) tech support engineer (tse) reviewed the onsite logs and found errors 25730, 23098 ,23065 and 32114 against arm 4. The tse informed the staff that they would need to cycle the system power to restore the disabled arm, and that the faults could return on system power up. There were no reports of patient injury. Isi received the following additional information via follow up with the customer: there were no reports of the system faulting when initially powered on.